Event description:
This is the second device used in the pt event reference in medwatch report 1220908-2010-03015. Complainant indicated that the clinician obtained this device to continue treating the pt. However, this device prompted an "attach pads" message. They removed the pads, shaved the pt's chest and applied a new set of pads. However, the device failed to advise shock. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.